Event description:
The date of the procedure is not available. A new product was opened to correct the issue.

Manufacturer narrative:
(B)(4). (B)(6). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a roux-en-y procedure, the silk reload keeps coming off, which has happened numerous times. Nothing fell into the surgical cavity.